Manufacturer narrative:
The investigation confirmed that higher and lower than expected vitros ammonia (amon) results were obtained when processing a vitros liquid performance verifier (pv) on a vitros 5600 integrated system. The most likely cause of the imprecise vitros amon results is an analyzer related issue caused by microslide incubator contamination. The improved quality control results after the replacement of microslide incubator evaporation caps is suggestive that incubator contamination was contributing to the imprecise vitros amon results. Additional service actions performed by an ortho field engineer (fe) are recommended to mitigate the precision performance issue. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros amon reagent lot 1018-0249-9325. The most likely assignable cause of this event was concluded to be an instrument issue.

Event description:
The customer obtained higher and lower than expected vitros ammonia (amon) results when processing a vitros liquid performance verifier (pv) on a vitros 5600 integrated system. Vitros liquid performance verifier ii lot e6164, vitros amon results 143.76, 273.15, 257.87, 134.89, 127.30, 151.05, and 154.50 umol/l versus expected result 196.5 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher and lower than expected vitros amon results were generated from a non-patient fluid; however, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).